Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported blood glucose measurement issue or to determine if it could have contributed to the patient's diabetic ketoacidosis and hospitalization. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "severe dehydration and excessive water loss may cause false low results. If you believe you are suffering from severe dehydration, consult your healthcare provider immediately," and "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate or if your test results are not consistent with how you feel, when you drop or damage your pdm or expose it to liquids, and when your healthcare provider advises you to do so."

Event description:
The patient reported that she was in the hospital for diabetic ketoacidosis, but did not provide any additional information about the event. She stated that her blood glucose readings with the pdm varied more than 20%, but did not specify what she was comparing them to.